Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that during performance verification test (pvt) the ventilator was failing the o2 mixing test. No patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by MFR: 22apr2020. Date of this report: 23apr2020. A gas delivery system (gds) assembly was returned to failure investigation for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 15mar2019. Information was received that the customer replaced the flow sensor assembly to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.